Event description:
Abbott customer service support (css) was contacted in regard to pt results generated on a cell-dyn 3200 sl analyzer. A pt specimen that was ran following a specimen that generated a sampling error yielded a hemoglobin result of 6.7 g/dl. There were no flags or error messages associated with the result which was reported and subsequently questioned by a physician. The sample was sent to a parent lab for testing an yielded a hemoglobin value of 16.4 g/dl which in line with what the physician expected given the pt's condition. Impact to pt management was unknown, with the account stating they were fairly sure pt management was not affected.

Manufacturer narrative:
This is an initial report. An investigation is in process and when completed a final report will be sent.